Event description:
The lay reporter contacted lifescan (lfs) on behalf of her husband alleging that her husband's meter powered off during use. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Approx one week ago in the morning, the pt experienced symptoms of feeling dizzy, experienced a headache and experienced frequent urination. The pt attempted to test and the meter powered off during use. He went to see his physician around 10:15 am. The pt did not eat, drink or take any medication after attempting to use the meter. At the physician's office the pt was treated with an oral medication and was advised to contact lfs. It was documented that the pt's blood glucose was not tested on another device. The battery had not been replaced as suggested in the owner's booklet. The wife did not have a replacement battery with her to verify whether that would fix the power issue with the meter. The meter is not a new product (out of box). While troubleshooting with the customer care advocate (cca) the meter shut off before the time was up. The pt ran out of subject test strips to further troubleshoot with the cca. Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long the pt had been experiencing a problem with the device, how long the pt was experiencing the symptoms and whether the physician tested the pt's blood glucose. Although insufficient info was provided in regards to what lead the symptoms, the complaint is being reported because the pt experienced symptoms and was unable to obtain a blood glucose reading on the meter. The pt was treated with oral medications at the physician's office. It is unk whether the pt experienced the issue with the meter prior to experiencing symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.